Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedances of greater than 2,000 ohms, and increased pacing thresholds. It was noted that the physician elected to replace the lead because it had been implanted approximately 4 years. The lead was surgically capped and abandoned. No adverse patient effects were reported.